Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of not being able to breath, becoming unresponsive, and death. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The reported fluid leak was a result of an error that the patient¿s daughter made when attempting to disconnect the supplies from the cycler. There were no reported alarms or issues with the treatment prior to the patient event. Although the cause of death was not confirmed, sudden cardiac death (scd) is responsible for the majority of cardiovascular-related deaths in patients with esrd with studies reporting that up to 25 % of all deaths in this high-risk population is attributable to scd. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. The patient¿s daughter reported that as they were attempted to disconnect the patient from the cycler after the event occurred, fluid did come out as she was removing the cassette from cassette door. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2025 connected to the liberty select cycler. The patient had to get up and use the restroom. The patient was in the restroom when she expressed to her spouse that she could not breathe. The patient¿s spouse called 911. Emergency medical services (ems) responded. The patient had become unresponsive prior to ems arrival. Ems attempted resuscitation, but it was unsuccessful. The patient was pronounced deceased in the home. The cause of the patient¿s death is unknown. There were no issues or reported alarms during the treatment prior to the patient¿s death. The fluid leak reported during the disconnection of the patient and the supplies occurred because of the patient¿s daughter not knowing what she was doing. The patient¿s daughter was attempting to disconnect the cassette, and she caused the fluid to leak. There was no leak indicated during the patient¿s treatment.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away while connected to the liberty select cycler. The patient¿s daughter reported that as they were attempted to disconnect the patient from the cycler after the event occurred, fluid did come out as she was removing the cassette from cassette door. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2025 connected to the liberty select cycler. The patient had to get up and use the restroom. The patient was in the restroom when she expressed to her spouse that she could not breathe. The patient¿s spouse called 911. Emergency medical services (ems) responded. The patient had become unresponsive prior to ems arrival. Ems attempted resuscitation, but it was unsuccessful. The patient was pronounced deceased in the home. The cause of the patient¿s death is unknown. There were no issues or reported alarms during the treatment prior to the patient¿s death. The fluid leak reported during the disconnection of the patient and the supplies occurred because of the patient¿s daughter not knowing what she was doing. The patient¿s daughter was attempting to disconnect the cassette, and she caused the fluid to leak. There was no leak indicated during the patient¿s treatment.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.